Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that biomed stated that the arctic sun device was failing calibration for an error 80 (water check time out ¿ unable to reach calibration temperature), not cooling. A check of the diagnostics showed a failed mixing pump. Biomed stated they would order and replace the pump onsite.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a failed mixing pump. It was known that the device did not meet specifications and that the device was influenced by the reported failure. The device was not in use on a patient. The DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that biomed stated that the arctic sun device was failing calibration for an error 80 (water check time out ¿ unable to reach calibration temperature), not cooling. A check of the diagnostics showed a failed mixing pump. Biomed stated they would order and replace the pump onsite. As per follow up information received on 17oct2022, there was no patient involvement as it was found during calibration. Biomed would order mixing pump and replace it onsite.